Manufacturer narrative:
(B)(4).

Event description:
It was reported that a doctor was unable to get a surgical lead in during an implant procedure, therefore two percutaneous leads were used instead. There were no patient symptoms or complications associated with the event. It was later reported that the doctor couldn¿t get the surgical lead into the epidural space and it wasn¿t a lead issue, more of a patient anatomy issue.